Manufacturer narrative:
E1: facility name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had occasional reddening of the image. The issue was found during a therapeutic endoscopy procedure that was completed with the subject device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable was flooded, causing a communication failure, and resulting in an image abnormality. The information obtained from this complaint and the investigation results did not allow us to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable flood marks, ccd (charged coupled device) corrosion and adapter was missing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal images due to cable flooding. The most probable case is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had occasional reddening of the image. The issue was found during a therapeutic endoscopy procedure that was completed with the subject device. There were no reports of patient harm.